Event description:
It was reported that a cartridge alarm 30 intermittently occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 111 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.